Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09260. (B)(6). It was reported that myocardial infarction, stent thrombosis and in-stent restenosis (isr) occurred. In (B)(6) 2015, the patient's qualifying condition was unknown and the patient did not experience myocardial infarction (mi) within 72 hours prior to procedure. Subsequently, the index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. Target lesion#1 was treated with pre-dilatation and placement of a 3.00x28mm promus premier&#10244;rug-eluting stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #2 was located in the first diagonal branch with 100% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50x28mm promus premier&#10244;rug-eluting stent. Post-dilatation was performed with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with chest pain, shortness of breath, and nausea, and was diagnosed with stent thrombosis of both the 1st diagonal and mid lad promus premier stents and non st-segment elevation myocardial infarction (ntsemi), which required hospitalization and intervention for a target vessel revascularization (tvr). Subsequently, coronary angiography was performed and revealed stent thrombosis with 100% stenosis in the proximal lad to mid lad. The patient experienced angina and symptoms of ischemia and were alleviated with nitroglycerin. On the same day, a computed tomography (CT) scan was performed and revealed no evidence of pulmonary embolism or aortic dissection; post coronary artery bypass graft (CABG), with minimal pericardial fluid/thickening; emphysema; and possible infiltrate/pneumonia left lower lobe. The next day, coronary angiography revealed a 100% severe disease and 90% ostial discrete in lad and 100% ostial stent stenosis in first diagonal branch. On the same day, the patient underwent a target vessel revascularization of mid lad. The patient underwent a pci of the proximal and mid lad with a 3.0x30mm non-bsc drug-eluting stent and deployed in the mid lad and a 3.5x22mm non-bsc drug-eluting stent deployed in the ostial lad. The mid lad pre-treatment diameter stenosis was 90%, and the post-treatment diameter stenosis was unknown. The previous diagonal bifurcated stent was also occluded and tvr was attempted. The diagonal branch was wired and ballooned aggressively but could not be reopened and pc1 of the diagonal branch was unsuccessful. The patient's chest pain improved after the pci. Three days after post procedure, the stent thrombosis was considered resolved and the patient was discharged from the hospital. In (B)(6) 2015, the patient experienced acute coronary syndrome (acs) ), which required surgical intervention for tvr.. The same day, the patient subject underwent a pci of the 1st diagonal for the tvr. After the pci, the patient had vague chest discomfort different from his classic angina and the acs was considered recovered/resolved. Nine days after post procedure, the nstemi was considered resolved.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that during index procedure, a 3.00x20mm emerge balloon was placed and dilated on the mid lad with resolution of the stenosis but this compromised flow into the 1st diagonal as it closed due to plaque shifting.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, left anterior descending(lad) ischemia was confirmed with fractional flow reserve(ffr), due to the clinical concern for lad ischemia based upon the mid lad 80% stenosis. Ffr measured 0.77. Pre-dilation of target lesion #1 did not relieve the calcified stenosis. A cutting balloon could not be passed across the lesion. A noncompliant balloon was then placed and dilated with resolution of the stenosis but this compromised flow into the 1st diagonal as it closed due to plaque shifting. The diagonal was wired. A cutting balloon procedure was then performed down into the lad, followed by balloon angioplasty to the 1st diagonal. The diagonal had residual stenosis. Following placement of the 3.00x28mm promus premier everolimus-eluting platinum chromium coronary stent to the mid lad, the 1st diagonal was rewired and balloon angioplasty was performed; there was again flow-limiting stenosis. A kissing balloon finish was performed with post-dilatation in the 1st diagonal and in the lad was performed. In (B)(6) 2015, the patient underwent coronary artery bypass graft(CABG) surgery that included target vessel revascularization of the target vessel proximal lad and target lesion #2 of target vessel 1st diagonal. The patient underwent 3x CABG using the internal thoracic artery bypass to lad, vein graft to bypass the 1st diagonal, and vein graft to bypass the circumflex obtuse marginal(om). Intervention rationale included angina. The proximal lad target vessel pre-treatment stenosis was 80%, and post-treatment stenosis was 0%. Target lesion #2 pre-treatment stenosis was 80%, and post-treatment stenosis was 0%. Four days after, the patient was discharged. In (B)(6) 2015, the patient presented with acute onset chest pain after sneeze that radiated to his back. Ems was called and transported the patient to the emergency department (ed). The patient received sublingual nitroglycerin and pain medication in the ed, which decreased his chest pain. The patient denied experiencing any chest pain prior to the sneeze, and also denied symptoms of nausea, vomiting and swelling of the legs. The patient also noted a productive cough with green mucous since his CABG surgery, and that he had quitted smoking. The first set of cardiac enzymes were negative, but the second troponin draw was 0.18 and there were new t-wave inversions. On the following day, the patient was admitted to the hospital. Subsequently, catheterization was performed and the patient was found to have a thrombus in the distal 1st diagonal branch. The patient underwent an attempted percutaneous transluminal coronary intervention(ptci) into the 1st diagonal vessel. A 0.014 non bsc guidewire was positioned into the distal portion of the 1st diagonal vessel. Multiple inflations with a 2mm balloon were performed. An extraction catheter was used and a thrombus was extracted. However, timi flow remained at 0. Injections of the saphenous vein graft(svg) connected to the 1st diagonal vessel demonstrated timi flow 0. The aspiration thrombectomy was not successful. The patient's chest pain improved and his nitroglycerin treatment was down-trended. The patient was then discharged on the next day.